Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plf and llif surgery using rhbmp-2/acs. Post-op, overgrowth of bone in spinal canal was seen on x-ray and cat scan. No other information was provided.